Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.researchgate.net/publication/42110135_seven_to_twelve_year_results_with_versys_et_cementless_stem._a_retrospective_study_of_225_cases.

Event description:
It is reported that one patient was revised due to femoral component subsidence.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. As stated in the journal article, the stem was implanted in the neutral position but was undersized. With the information provided a likely cause/contributing factor for the reported issue is an undersized stem; however a specific cause could not be determined with certainty.